Event description:
Bosiers et al 2021- early and midterm results from a postmarket observational study of zenith t-branch thoracoabdominal endovascular graft the purpose of the present postmarket multicenter study was to evaluate the t-branch device in routine clinical care. The present study was a postmarket, observational study, including both prospectively and retrospectively enrolled patients who had been treated with the t-branch endograft from september 2012 to november 2017 at three european centers. The primary objective of the present study was to assess the procedure-related mortality and morbidity at 30 days. The secondary objectives included the assessment of 1-year mortality and morbidity, device integrity, procedural outcomes (including successful access and deployment of the graft), patency of the graft and bridging stent-graft (bsg), endoleaks, aneurysm growth, and secondary procedures at follow-up. After complete deployment of the endografts, all target vessels were cannulated through their respective branches via transbrachial or axillary access. The 8f sheath was advanced into the vessel orifice over a wire using an atraumatic j-tip with a balloon or flexible dilator. One or more balloon-expandable covered stents (becss) or self expandable covered stents (secss) were then used as bsgs. At the operator¿s discretion, additional uncovered stents were used to create a smooth transition or as reinforcement. Uncovered stents had been placed in 49 cas, 65 smas, 53 rras, and 49 lras as reinforcement or to create a smooth transition with the target vessel. Off label use: 2 x zilver flex (cook medical, bloomington, ind) used in left renal artery (lra). Patient experienced renal insufficiency after 3 days and was treated with hydration transfusion with one unit of red packed blood cells. During follow-up, one additional patient experienced right renal branch occlusion on postoperative day 207. Treated with endovascular thrombectomy and stent placement.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Device evaluation: the unknown device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver flex devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0058-4) states the following: ¿the product is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off label use was identified from the available information. It is known that the zilver flex device was used in the left renal artery (lra). As per IFU, the zilver flex device is intended for use in the iliac, superficial femoral artery (sfa) and above the knee popliteal artery. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patients required intervention due to this occurrence. It is known that one of the patients experienced renal insufficiency after 3 days and was treated with hydration transfusion with one unit of red packed blood cells. Another patient experienced right renal branch occlusion and was treated with endovascular thrombectomy and stent placement. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final MDR being submitted due to completion of investigation on 29-jul-2022.